Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the permanent scs implant procedure on (B)(6) 2019, after performing laminotomy physician elected to abandon the procedure due to patient¿s ssep and EKG levels dropping. Reportedly, ssep and EKG levels went back to baseline post-op.